Event description:
Report received from a facility in (B)(6) stated that during a cataract procedure the tubing became clogged causing the vacuum to drop. No impact or consequences to the patient were reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.